Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The solenoid on the gas inlet valve was replaced to correct the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported system malfunction error that results in an inability to initiate mechanical ventilation. There was no patient involvement.